Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power to a controller, and would not display the charge capacity. Supplemental testing revealed that the analogue front end integrated circuit (afe ic), that measures cell pair voltages, is not providing enough voltage to the main integrated circuit. As a result, the reported event is confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery display did not show the charge capacity. The battery was replaced. The battery was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.